Event description:
A surgeon reported a pt with a refractive error following intraocular lens (iol) implant surgery. The iol was exchanged for a different model lens. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 02/03/2010, 02/15/2010, and 02/19/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4)